Event description:
On (B)(6) 2016, information was received from an attorney regarding a patient who was receiving unspecified medications via an implantable pumps. Indications for pump use, medical history, and concomitant medications were not reported. On an unspecified date, it was reported that the patient experienced personal injury; wrongful death resulted in "some instances," but it was not specified if it had occurred in this instance. It was alleged that the defective device system failed to deliver medications as prescribed. The patient was injured due to the device system's failure to deliver medications as prescribed, which required removal of their defective device and possibly replacement of the defective device. The injuries and possible wrongful death was reported to have occurred "within the past several years"; as of the letter dated (B)(6) 2016 (which was received by the manufacturer on (B)(6) 2016). The reportedly defective device system caused the patient and their family personal and economic injuries including but not limited to injuries and medical bills related to the failure of the device, and injuries and medical bills caused by the surgery or surgeries to remove or possibly replace the device. The specific injuries that occurred, if the patient actually died, and additional event details were not specified.